Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that after the implant, pt experienced severe pain and discomfort and exhibited the symptoms of a loose implant.